Event description:
Product description: the emag system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). Issue description: on (B)(6) 2022, a customer in the united kingdom notified biomérieux of invalid results obtained due to multiple instances where carryover occurred during nucleic acid extraction, leading to failures of the downstream steps, when using the emag® instrument (ref. 418591, serial number (B)(4)). This caused a delay in reporting patient results. The patient observed that heating the sample on a heating block prior to sequencing resolved the carryover. Fse initial assessment of the internal heater blocks in the emag instrument were not meeting the correct temperature (too low). At the time of this assessment, however, it is not clear if the emag heater blocks are the root cause of the invalid results. At the time of this assessment, it was reported that no patient was harmed or treated incorrectly. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united kingdom notified biomérieux of invalid results when using emag instrument reference 418591 obtained due to multiple instances where carryover occurred during nucleic acid extraction, leading to failures of the downstream steps. This caused a delay in reporting patient results. An investigation was initiated following the complaint of poor quality eluates for library preparation for ngs next generation sequencing application, using emag extraction system. This issue was intermittent and did not occur on pcr application. During customer troubleshooting, a workaround was implemented to heat the eluates at 50°c for a short duration. Sequencing is not a validated application on emag. A field service engineer intervention was done to check the instrument heater bars, involved in elution step. The heater bars were found within specification range. The decision was taken to replace the heater bars regardless. No instrument failure was highlighted, the system worked as expected. Additional troubleshooting, related to sample pre-treatment, application protocol, was not possible due to unavailability from the customer. Additional investigation was not possible. The complaint analysis did not reveal this issue as a systemic quality issue. No other complaints were recorded on the batch numbers used at this time. The list is: eb1 ref 280130= z013nc1eb exp 28-dec-2023, z014cg1eb exp 28-mar-2024, z014ch1eb exp 28-mar2024 eb2 ref 280131= z013le2eb exp 28-oct-2023, z013gg2eb exp 28-jul-2023, z013lh2eb exp 28-oct- 2023 eb3 ref 280132= z013ge3eb exp 28-jul-2023, z013hk3eb exp 28-aug-2023. Magnetic silica ref 280133= z013cf1ms exp 28-mar-2023, z013fd1ms exp 28-jun-2023. According to the above information, there is no reconsideration of the performance of product emag reference (B)(4)..